Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. The complaint stated: ¿the suture fell out.¿ the t¿s and suture were returned separated from the device. The anchors had been cinched. T2 had been pulled back through tissue. The depth limiter was advanced as far as physically possible. The device cycled and actuated as expected. Documentation confirms instructions, precautionary statements and recommendations for proper use of product. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: inadvertent twisting or bending of the delivery needle. Difficulty with reaching the desired tissue location. Inadequate tissue conditions. Incomplete needle penetration through meniscus. Do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device was confirmed.

Event description:
It was reported that the suture fell out during a meniscus suture surgery. There was a backup device available to complete the procedure with no delay. The suture did not break during tightening nor fell down inside the patient. No patient injuries reported. Results of investigation have concluded that t2 deployed inside the patient and had been pulled back through tissue which makes it a reportable event.